Event description:
It was reported that while in the cath lab, the spring wire guide (swg) and sheath were inserted without difficulty into the patient's left femoral artery. The intra-aortic balloon (iab) was inserted over the swg without difficulty. However, when the iab was positioned in place, the md and tech had difficulty removing the swg from the iab requiring extra force to pull the swg out of the iab. As a result, they removed the iab and swg through the sheath. Then, a second kit was opened for use. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a reported minimal delay/interruption in intra-aortic balloon pump (iabp) therapy. The patient outcome is good, no complications. Additional information received on (B)(4) 2013 stated that after removing the iab and swg from the patient, the swg was not unraveled nor was the swg frayed. The swg was intact.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.